Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The procedure was a fistulatgram. The physician inserted a five sheath into the left common femoral artery, he tracked the rapidcross balloon up into the brachial/radial artery, ballooned, and when he pulled out the balloon he noticed it was detached from the shaft. The physician was able to snare the remaining piece. The procedure was completed with another balloon. A single image was received showing the rapidcross balloon in two separate pieces. The break appeared to be located at the proximal end of the balloon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.